Event description:
The device was returned for a pneumatic valve leak failure. The pump displayed a red pump service now alarm after starting up. Log files were reviewed and show multiple valve 1 leak errors. The device was put into manufacturing mode to perform pneumatic testing. During the hardware test, the positive tank was failing to hold air, indicating a valve 1 leak.

Event description:
The following has been reported: pump alarming ' service needed', customer factory reset it and re provisioned, same issue. Account not live yet so no patient involvement. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.